Manufacturer narrative:
(B)(4). Additional information received: the customer discarded the product. No product to be returned for investigation.

Manufacturer narrative:
(B)(4). Per photographic evaluation: one photo was provided. The picture shows the jaws of a device inside of a plastic bag. The jaws appear to be bent advance. The condition observed on the jaws can cause the tissue stop to be separated. Based on the condition observed on the jaws, the event described is confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r40p5n, and no non-conformances were identified.

Event description:
It was reported that during a lap cholecystectomy, jaw aperture was deflect then three clip runs out at the same time. There was no delay and the procedure was completed successfully. Fragments were generated and removed. There were no patient consequences.